Event description:
A customer reported a system message was received during a procedure. When the system message was acknowledged, the system switched from air infusion to balanced salt solution (bss) infusion on its own. Additional info was received from the facility indicating that technical support services was contacted by phone and the issue was resolved immediately. There was no pt harm or injuries reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).